Event description:
Customer punctioned with needle, passed the wire through needle, dilated and entered the drain but there was resistance (perhaps they pulled back the wire through the needle, customer doesn't remember) and after pulling back the wire through the needle the needle became unfolded-longer-detached. Pt outcome was not provided by the reporter.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. Without the complaint device we cannot make a definite root cause analysis. When we have seen this type of device failure in the past it has generally been associated with the wire guide being damaged by withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. Since the event description states a concern that "perhaps they pulled back the wire through the needle," the most likely cause of the device failure will be listed as user error. We will continue to monitor for similar complaints. No actions are necessary per qera due to insufficient risk.